Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a singe leaflet device attachment (slda) and leaflet damage. It was reported that on (B)(6) 2022 a patient presented with grade 4 degenerative mitral regurgitation (mr), redundancy of the anterior leaflet, and a flail on a2 segment. The mitraclip xtw functioned as intended. The mr was reduced to 1. There were no adverse patient effects or clinically significant delay. On (B)(6) 2022, a follow up transesophageal echocardiogram (tee) was scheduled to evaluate mr. The mr had increased. A single leaflet device attachment (slda) was observed, and the device detached from the anterior leaflet. A tear was observed on the posterior leaflet, that was caused by the slda. In the physician's opinion, the slda was due to the redundancy of the anterior leaflet, and a second clip (during the index procedure) would have been ideal, but the gradient would have increased. No additional information was provided.

Event description:
Subsequent to the initial MDR: on an unknown date ((B)(6) 2022), a mitral valve replacement was performed as intervention. The mr grade was 4. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported slda appears to be related to patient morphology/pathology. The recurrent mr and tissue injury appear to be related to the slda. Tissue injury and mr are listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported surgical intervention was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.na